Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, the device produced a low flow alarm, with a flow rate of 0.0l/min. It was recommended that the complainant change the pads, which brought the flow up to 2.3l/min. However, the device began to produce an alert 113. During troubleshooting, the complainant emptied 400cc of water off each drain port, before placing the device in manual mode set to 4°c. Ten minutes later, the water temperature was 29°c. It was determined that the device (s/n (B)(4)) needed to be sent to biomed for evaluation. Therapy was interrupted to place the patient on a second device. The complainant called back one hour later stating that flow rate was good, however, the replacement device produced several 113 alerts. With the water level at four bars, the complainant emptied 400cc off each drain port and placed the device in manual mode set to 4°c. Ten minutes later, the water temperature had risen to 30°c. The replacement device(s/n (B)(4)) was also sent to biomed for evaluation. Therapy was again interrupted to place the patient on a third device. It was later reported that, the third device (s/n unidentified), also produced an alert 113. The patient was then removed from the third device, and was cooled using alternative means.